Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). The valve had a block that prevented the measurement of pressure. It was necessary a revision surgery with valve replacement. Repository number: (B)(4). Revision date is unk.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3112, with lot ctdbmt, conformed to the specifications when released to stock on the 22nd april 2015. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.